Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to leaks found on two containers of synchron wash concentrate upon receiving. No injury was reported and there was no effect to patient or user.

Manufacturer narrative:
The leaks were due to small cracks on the bottles. The replacement reagent was sent to the customer.